Event description:
The patient contacted animas on (B)(6) 2012, reporting an issue with the keypad. The patient stated that the ok button was unresponsive. The patient reportedly wore the pump in a pocket, or in a case, and did not clean the pump. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: investigation revealed that the keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under the button contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release. The original serial number reported was (B)(4); the correct serial number for this device is (B)(4).